Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast abscess. Concomitant products: saline mentor smooth round moderate plus profile 475cc, catalog number 3502475, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 475cc had developed a left breast infection with cellulitis and development of an abscess. Per the doctor¿s note, the patient was diagnosed with cellulitis via ultrasound results of left breast on (B)(6) 2019. On (B)(6) 2019, the patient underwent left breast incision and drainage of the left breast abscess with the removal of the saline breast implants. The patient underwent re-implantation with saline mentor smooth round high profile 630cc, catalog number 3503630, serial numbers (B)(4) on (B)(6) 2019.